Manufacturer narrative:
The event was reported through a retrospective clinical trial. The event is considered serious due to the required hospitalization and probably related to the therasphere administration. Increased bilirubin is an anticipated adverse event associated with therasphere. Factors that may have favoured this event are bilobar tumor with both lobes treated in one administration and large tumor size. The outcome of the increased bilirubin is unknown. No device malfunction was reported. The lot number associated with the therasphere administration was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
On 08 may 2018, notification was received for a clinical study sae from the (B)(6) study ((B)(6) global study evaluation in hepatocellular carcinoma treatment). A retrospective review of this patient's chart identified this serious adverse event following the administration of therasphere. Subject (B)(6) is a (B)(6) male patient enrolled in the target study, diagnosed with hcc (bilobular) on (B)(6) 2009 (etiologic association of liver cirrhosis and liver disease of unknown etiology). Right liver lobe lesion: 109 x 109 mm/ left liver lobe lesion: 73 x 73 mm - confirmed through CT scan. This patient had no portal hypertension, encephalopathy or ascites, with a baseline bclc stage b. Splenomegaly was noted at screening. No relevant clinically significant medical history was reported and the patient had no disease related surgery. This patient was administered therasphere for bilobular hcc on (B)(6) 2016 to both lobes. The 4.22 gbq was the total activity administered with 5.7% residual activity, 8.7% lung shunt and 68.8% total perfused liver. On (B)(6) 2016, the subject was hospitalized for grade 4 increased blood bilirubin. The outcome of this sae is unknown. The target principle investigator assessed the increased bilirubin as serious due to hospitalization and probably related to the therasphere administration. The event was not reported to btg by the treating physician at the time of the event in 2016.